Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a restart ilet alert identified as a motor stall after the user and spouse changed supplies for the first time and initially noted no drops during fill tubing, which was resolved by removing supplies, restarting the device, and successfully completing change cartridge and fill tubing with new supplies; blood glucose values were not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem associated with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.